Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) due to syncope. Technical services review the report and found there was low atrial intrinsic amplitude however, there was no oversensing observed. Additionally, there was a stored signal artifact monitoring (sam) episode in which the minute ventilation (mv) sensor was disabled and has not been turned back on. The sam episode appears to be false due to atrial fibrillation. The pacemaker did record an episode in the last 72 hours however, the cause the syncope is unknown. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.